Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempt. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.